Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/19/2014 with the following findings: multiple inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data from the reported event date. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications, and the battery compartment was completely intact. The pump was exercised for 24 hours, with no reboot events, loss of power events, or call service alarms observed; the reported event was not duplicated. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. Unrelated to the reported event, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.